Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia. Name: medtronic minimed street 18000 devonshire street city northridge state ca zip code 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced event on 27 apr 2026, where product was not adhering since tape was not sticking.